Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) vial-mate adapters back flowed. Furthermore, the user stated ¿when we do not pull the blue port adaptor back out, over time, the medication in the bag slowly drips back out into the vial.¿ the event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.